Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to corrosion, mold, and rust just about everywhere inside. The boards were wet once they were pulled out of the case. Unable to perform the displacement test due to the blank display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the clip rail was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.